Manufacturer narrative:
Conclusions: philips is not the primary servicer on this system. The in-house servicer at customer site attempted repairs without success. After a couple of weeks of failures, customer called philips. Philips was able to replace a defective power supply and cooling fans.

Event description:
This is in response to medwatch form submitted by customer reference no. (B)(4), which states: event desc: went to capture image, found that the equipment had shut itself off. First attempt to reboot system failed, second attempt to reboot worked. We took final picture. We went to review the image and equipment shift off right before our eyes. Device usage problem: device failed (e.g. Broke, couldn't get it work or stopped working) device usage problem: device malfunction - that is, the device did not do what it was supposed to do.